Event description:
The user facility reported that during an unspecified procedure, the unit intermittently stopped working when the user activated the device for coagulation, and an unspecified error code appeared on display. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add¿l info regarding the report, but with no result. The electrosurgical unit referenced in this report was returned to olympus for eval. The eval revealed that the subject device has the current version 3 oscillation board. The unit recorded eight ¿ER 02¿ codes on the coag display. The ER 02 indicated that there was a solution detection problem. The device was tested with the use of saline solution and verified that the unit was tested using a non-saline solution the ER 02 alarm went off. The unit passed all functional tests and electrical safety test. The user¿s experience was attributed to the use of incorrect solution. The unit was returned to the user facility after inspection. This report is being submitted as a medical device report in an abundance of caution.